Manufacturer narrative:
While there is no indication that the ah plus used malfunctioned and no indication that a serious injury occurred as of this report, this event meets the criteria for reportability per 21 cfr part 803 because of the possibility that permanent impairment of a body function may result and/or medical/surgical intervention may be required.

Event description:
In this event, it was reported that a patient experienced pain after a root canal was reportedly overfilled using ah plus. Diffuse minor swelling of the buccal alveolar region was noted. An x-ray taken to investigate the origin of the pain showed several rice grain-sized opaque areas distributed between the apices. A control x-ray taken immediately after root canal therapy did not show any signs of overfilling.